Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter. The hypotube, shaft, tip, and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen. There was blood in the guidewire lumen and balloon. The balloon was loosely folded. Inspection of the device revealed that there was a 1cm longitudinal tear from the proximal end of the balloon to the middle of the balloon (just distal of the markerband). There were numerous kinks throughout the hypotube. Product analysis confirmed the reported event, as the balloon had a longitudinal tear.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient status was good.